Manufacturer narrative:
Main component of the system. Other relevant device(s) are: enlw1620c93e, (B)(4), enlw1616c82e, (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Sixteen months post index procedure the patient received an intervention where 8 endoanchors were implanted. Per the investigator¿s assessment, the intervention was successful and no endoleaks were noted at the end of the intervention. In addition, no procedural or device related events were noted during the intervention. A year later additional information received indicated that the patient expired, cause unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.